Manufacturer narrative:
This event is the first time after l'disq was released in 2012. About (B)(4) products(l'disq) have been sold until now. Also we have reviewed the device history record(manufacturing & inspection) of l'disq(a18d101). But we could not find any quality problem in DHR. We think that this event was caused by environment of procedure, etc. Via above information. Therefore we will keep monitoring the health status of patient. Remained part of device will be removed from patient's body when he wants to.

Event description:
This event occurred in (B)(6). The patient had disc disease between l4 and l5 vertebrae. The patient underwent disc decompression procedure on (B)(6) 2018. Part of device(l'disq) was broken off in process of the procedure and remains in the body. Patient does not have any pain . And patient does not want to undergo the removal surgery. Therefore part of device will be removed from patient's body when he wants to.